Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. It is likely that the issue could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling technique, causing the reported event.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the ivus catheter and guidewire became tangled. The patient remained stable throughout the procedure.